Event description:
It was reported by service report that the top of the cot retaining post was loose. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Retaining post.